Event description:
A malfunction was reported by the caller involving a tandem insulin pump, specifically citing malf 16. There was no reported impact to the customer¿s blood glucose level or it was not disclosed. Despite attempts to reset the pump, the malfunction persisted, leading tandem technical support to arrange for a pump replacement. The customer was instructed in the use of backup multiple daily injections (mdi) therapy to ensure uninterrupted insulin delivery and was guided on how to return the faulty pump to tandem.